Manufacturer narrative:
(B)(4).

Event description:
Impedances >40,000 ohms were reported. There was one octad lead in the 0-7 slot of the snap lid. It was noted that impedance measurements showed a varying greater than value. The snap lid had been switched out and impedances varied. It was suspected that the physician may have cut part of the lead. The lead was explanted and replaced, and a new pocket site was created. The patient presented to the clinic "later" with swelling at the pocket site. 8-15 electrode was reprogrammed for better coverage to the left leg. The 0-7 electrode read >20,000 ohms, and a patient felt a slight "jolt" (no injury). The physician brought the patient to the operating room to inspect and ensure the lead/extension connections on the 0-7 electrode were dry. Impedances were then within normal limits and the patient was receiving good stimulation coverage. Additional information has been requested but was not available as of the date of this report.